Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery/charger fault) has been confirmed. Upon receipt, the battery pack had one or more cells with residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A review of a (B)(6) female pt's download revealed excessive battery/charger faults with one of the pt's batteries. The pt was issued a replacement battery pack.